Event description:
The pt's sys was explanted due to a staph infection at the pocket site.

Manufacturer narrative:
The ipg passed visual inspection, electrical and mechanical tests performed. The leads passed all tests performed. The ipg and leads exhibited normal device characteristics. A review of sterilization records for the ipg and leads found them to be satisfactory. The pt's infection has cleared. This is the final report.